Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 486 mg/dl. Cause was not known. Customer administered a correction bolus via the pump to address bg. Customer went to the emergency room and was treated with intravenous fluids of insulin to address the elevated bg. The customer was released on 25 june 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. No additional information was provided.